Manufacturer narrative:
Stryker evaluated the customer¿s device and was unable to duplicate or verify the reported issue power issue. The reported event code issue was verified, however the code was not repeatable. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issues could not be conclusively determined.

Event description:
The customer contacted stryker to report that their device powered off by itself when performed cardioversion on a patient. A different defibrillator was used to complete the procedure. In addition it was reported the device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however, there was no adverse patient outcome reported.

Manufacturer narrative:
The customer provided stryker with all the available patient information. Patient fields in which information was not provided were intentionally left blank. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself when performed cardioversion on a patient. A different defibrillator was used to complete the procedure. In addition it was reported the device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. In this state, defibrillation therapy may be delayed or not available if needed. This issue is patient related; however, there was no adverse patient outcome reported.